Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are two medical device reports associated with this patient. This report is associated with the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, she reported that her eye had to be fixed again, she can¿t see to drive at night at all, and now has retinal issues. There are two medical device reports associated with this patient. This report is associated with the right eye.